Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had a foreign object in the distal end which was noted during reprocessing. There were no reports of patient involvement.